Event description:
Procedure performed: unknown event description: the event date is unknown. Long time voyant users, usage as intended. Jaws did not open (inside nor outside the patient). Additional information received by applied medical rep via email on 3apr24: they were unable to open the jaws. The jaws were locked on tissue and they used a different voyant to dissect the locked one. Normal laparoscopic instruments and generator used during procedure. Type of intervention: device replacement. Patient status: no clinical impact to the patient has been reported.

Manufacturer narrative:
The event unit will not returning to applied medical for evaluation, but a lot number was provided. A follow-up report will be submitted upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: unknown. Event description: the event date is unknown. Long time voyant users, usage as intended. Jaws did not open (inside nor outside the patient). Additional information received by applied medical rep via email on 3apr24: they were unable to open the jaws. The jaws were locked on tissue and they used a different voyant to dissect the locked one. Additional information received by applied medical rep via email on 25apr24: laparascopic hysterectomy (same surgery as in complaint form (B)(4)). All answer is the same as in complaint form (B)(4). (Patiënt is ok. The blade was not visible. They used a different clamp to close the jaws. No tissue damage. No tissue bleeding. I happened at the start of the procedure. The jaws were closed using fenestrated grasper. It was observed twice). They replaced 2 devices with the exact same problems. Normal laparoscopic instruments and generator used during procedure. Type of intervention: device replacement. Patient status: no clinical impact to the patient has been reported.